Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not deliver successful high voltage shocks to restore normal sinus rhythm. A right ventricular (rv) lead revision including implanting an additional superior vena cava (svc) or subcutaneous array is being considered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.